Event description:
After using this vaporizer, the water in the tank turns black. The water contains small pieces of black flakes. The mist smells of plastic. This occured after day one of use and we thought it would stop after continual use. This has occured after every time it is used and this has been for approximately three years. MFR date code: 26510ktc. (B)(6). The product was not damaged before the incident: no. The product was not modified before the incident: no. (B)(4).